Manufacturer narrative:
The investigation is ongoing. H3 other text : device will not be returned.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via subclavian approach, the valve could not cross the area just before the vertebral and inferior mesenteric artery (ima) branches. The valve was prepped appropriately and inserted into the esheath without issue over a .035 working wire with extra small curve. Many attempts were tried and it was decided to abort this valve and sheath and prep a new one as it had been crimped for an extended period. The operator prepared a new valve system and esheath and were able to complete the procedure. Upon removal and vessel closure via surgical sutures an angiogram was done and it was showing limited to no flow. The vascular surgeon was consulted and was able to place 2 stents in the subclavian artery to open the blockage. Full brisk flow was accomplished and the patient was taken to recovery. 24 hours later the patient is doing well according to team.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 14fr esheath plus was not returned for evaluation, as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components and difficulty advancing through sheath was unable to be confirmed due to no imagery/device provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with the delivery system and valve frame damage as a result of increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per the complaint description, "access was discussed before the case as small but however, as no pre-op CT imagery or information on the patient's minimum luminal diameter was provided, it is unknown if the vessel size approachable". However, as no pre-op CT imagery or information on the patient's minimum luminal diameter was provided it is unknown if the vessel size met the criteria for use of the 14f esheath (>5.5 mm). The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contribute to the complaint. In addition, an assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (small access vessel) may have contributed to the reported event. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion:(1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Transcatheter heart valve (thv). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.